Event description:
It was reported that cadd legacy pump was alarming "no disposable". No patient injury reported.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact, screen scratched. The reported event was not duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. No disposable and multiple high pressure alarm messages after pump starting were found in the pump's event history logs. Recommend a downstream occlusion sensor and a back up capacitor were replaced.